Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the hospital for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. No intervention had been performed. Although requested, no final patient outcome was provided. It was suggested during the call that the pulse generator be replaced.